Manufacturer narrative:
(B)(4).

Event description:
The patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver displayed err121 and err68 on (B)(6) 2016. The patient's mother did not report injury or medical intervention. No additional patient or event information is available. The receiver data log was reviewed on 07/21/2016. The complaint of error icon display was not confirmed. A root cause could not be determined.